Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the batteries. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department (B)(6). The failure analysis and testing department received the following parts associated with this complaint: pn: 0146-00-0039 sn: n/a batch# 2022-174 (qty.2). These parts were received with a reported unit failure message of failed runtime test. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the batteries into the cs300 test fixture and tested to the factory specifications as per cs300 service manual. The failure analysis and testing department could not verify the failure of failed runtime tests for the batteries. The batteries runtime test passed testing as per factory specification 135 minutes. Retaining the batteries in the fat dept. As per procedure.